Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The visual inspection of the device showed the downstream occlusion sensor had damage around the seal area. Inspection of the damaged area also showed fluid ingression. The reported issue was confirmed (high pressure alarm) with the likely root cause determined to be damage to the downstream occlusion sensor during use.

Event description:
Information was received that the cadd prizm vip pump had high pressure alarms. No reported adverse effects.